Event description:
Report 1 of 2. It was reported while using bd vacutainer® one use holder, the holder has separated from the blood collection set on an unspecified number of occasions. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.